Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced pain at the lead implant site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the patients 3186 lead was repositioned deeper resolving the issue.

Manufacturer narrative:
Date of event is estimated.